Manufacturer narrative:
(B)(4). Field service specialist visited the account and performed full system verifications and functions with no issues to report. He also tested and confirmed that the customer's phaco handpiece and tip that were used during the incident passed all verifications. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye.